Manufacturer narrative:
(B)(4). The centrifuge module of the accelerator aps would not power up. Field service discovered that a thermistor in the centrifuge failed. Parts of it had fallen on the transformer below and started melting through the insulation covering the transformer. If the insulation is removed, this presents a potential for electric shock to service personnel. The thermistor was damaged and crumbled to dust when removed. The thermistor was replaced under instruction from hettich (the manufacturer of the centrifuge) with one that was rated 0.5 higher than the old one. A deficiency in the design of the thermistor was recognized, as a more robust thermistor should be used for this application. A review of complaint tracking and trending metrics was performed. The search revealed 20 complaints stating that the thermistor was replaced due to failure. Four of the complaints noted an odor from the centrifuge, but no visible smoke or fire. One of the complaints noted that the thermistor appeared to have overheated. The accelerator aps operations manual provides troubleshooting assistance for any system issues. It has been determined that the product (hettich thermistor) is not working as intended and per design. The thermistor manufacturer has been assigned a root cause investigation. Method: review of complaint tracking and trending.

Event description:
The customer reports that the centrifuge module (cm) of the accelerator aps system will not reboot. A service call was initiated. Upon inspection of the cm by the abbott field service engineer (fse) it was discovered that the hettich ntc thermistor had self destructed to the point where there was not enough left for a failure analysis. The remains of the thermistor had also started to melt through the plastic covering of a transformer located below it. The fse replaced the thermistor. Subsequent instrument operations and test results were acceptable. There were no injuries or damages to the surrounding lab environment reported. No impact to patient management was noted.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.